Event description:
Patient was placed on ECMO for a rapidly declining blood gas status. The next day while staff was lifting venous lines, the 4 way stopcock connectors (2) came loose and air was sucked into the line. Air began to bypass the oxygenator. Staff clamped off the line to the patient and re-circulated the air to the oxygenator where it was trapped. The patient has been neurologically evaluated since the event and she remains neurologically intact. Following this event, there were two other events involving the same patient and the same stopcock connector issue. The same connectors came loose on a back-up circuit. Two days later, a stopcock was noted to be loose following patient care.====================== manufacturer response for stopcock connectors for ECMO tubing, (brand not provided)======================not known at time. The issue has been brought to the attention of the manufacturer by the hospital's perfusion department and is being investigated at this time.